Manufacturer narrative:
(B)(4). Thirty five days after event onset, the patient was readmitted to the hospital for recurrent peritonitis. The cause of the peritonitis was unknown. Treatment of the event was unknown. It was unknown if the patient was discharged from the hospital. On an unknown date, the patient discontinued peritoneal dialysis therapy and was started on hemodialysis. The outcome of the event was not reported. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the event. During hospitalization, the patient was treated with unspecified antibiotics (oral, one day, dose not reported) and then was switched to vancomycin (intravenous, dose unknown, duration and frequency not reported) and ¿an antibiotic that started with a c¿ (intravenous, dose unknown, duration and frequency not reported) for peritonitis. The patient was discharged from the hospital after three days. The cause of the event was unknown. At the time of this report, treatment with vancomycin (2gm, intraperitoneally, frequency not reported) and ¿an antibiotic that started with a c¿ (intraperitoneally, dose unknown, frequency not reported) was ongoing. The patient was recovering from this event. No additional information is available. This is report 1 of 3.